Event description:
As reported, the doctor said the 5f mynx control vascular closure device (vcd) distal tip got frayed and could not be reintroduced into the sheath. Another mynx device was used to complete the procedure. There was no reported patient injury. The device was not used against IFU instructions. The mynx vcd was used in a diagnostic coronary procedure. The procedure used a retrograde approach. The deployer was mynx certified. The patient did not have any relevant medical history. A 5f non-cordis catheter sheath introducer (csi) was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd/calcium in the vicinity of the puncture site. There were no damages noted to the sealant sleeves (cartridge assembly). The sheath was not kinked/bent upon removal. Excess force was not applied during insertion. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The product is expected to be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2132101 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the doctor said the 5f mynx control vascular closure device (vcd) distal tip got frayed and could not be reintroduced into the sheath. Another mynx device was used to complete the procedure. There was no reported patient injury. The device was not used against IFU instructions. The mynx vcd was used in a diagnostic coronary procedure. The procedure used a retrograde approach. The deployer was mynx certified. The patient did not have any relevant medical history. A 5f non-cordis catheter sheath introducer (csi) was used. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There were no damages noted to the sealant sleeves (cartridge assembly). The sheath was not kinked/bent upon removal. Excess force was not applied during insertion. The patient was not hospitalized nor was the patient's hospitalization extended as a result of the event. The patient has recovered. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position, exposed to blood. No damage was observed in the atraumatic tip. However, the sealant sleeve assembly was observed to have been severely kinked/bent outward as received. The syringe and procedure sheath were not returned with the device. Per dimensional analysis, the slit length was verified and noted to be within specification. Per microscopic analysis, no damage, fray or split in the atraumatic tip of the returned device was observed. Instead of, the sealant sleeve assembly of the device was found severely kinked/bent as received. The presence of core wire was verified to be present in the atraumatic wire, which is a normal finding for this device. A product history record (phr) review of lot f2132101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ mynx control atraumatic tip frayed/split/torn¿ was not confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. Procedural or handling factors may have contributed to the reported event. However, visual inspection of the returned device revealed that the sealant sleeve assembly was kinked/bent, which may have contributed to the reported incident. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the failure as reported. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time